Manufacturer narrative:
Sc-1216 (sn: (B)(6). The returned ipg was analyzed. The reported allegation of the patient was unable to charge the ipg was confirmed. Despite multiple attempts, the ipg still failed to charge or communicate. The investigation confirmed that the asic chip was damaged resulting in the reported allegation. Typically, this type of damage is caused by external high voltage or high current transient sources. Therefore, this investigation will be assigned a probable cause of unintended use error caused or contributed to event.

Event description:
It was reported that following a lead revision (MFR 3006630150-2023-04211), the patients spinal cord stimulation (scs) implantable pulse generator (ipg) was unable to charge and was difficult to activate. It was unknown if electrocautery was used during lead revision. The patient underwent an ipg replacement procedure and was doing well postoperatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that following a lead revision (MFR 3006630150-2023-04211), the patients spinal cord stimulation (scs) implantable pulse generator (ipg) was unable to charge and was difficult to activate. It was unknown if electrocautery was used during lead revision. The patient underwent an ipg replacement procedure and was doing well postoperatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.